Event description:
It was reported that during a carotid endarterectomy procedure, there were malformed clips-scissored. The clip was delivered malformed on a vessel and the vessel was cut. Increased bleeding occurred, but no haemorrhage (no transfusion required). They used another like device to continue and end the procedure with issue to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.